Manufacturer narrative:
Section d6: correction: no implant date, device was never implanted. Section b1, d10; h1, h3: correction. Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The reported event of the driveline lock button being stuck was confirmed. Visual inspection of the returned system controller serial number (B)(6), revealed the release tab was stuck in pressed position and the plastic guard was unlocked. The evaluation of the connector revealed foreign residue and black marks in the connector. There was no damage observed to the spring. After a small amount of force was applied, the tab was released, and a test pump/driveline was successfully connected and secured to the controller. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The data log file was successfully retrieved and contained 28 entries of events. The information contained in the first 22 entries revealed the speed was adjusted several times (from 6000 rpm to last set speed 8600 rpm) when the pump was not connected. The data captured in the last six entries indicated that the pump was connected and shortly after disconnected and reconnected again. Caring for the system controller connectors is described in operating manual section for periodic inspection, cleaning & maintenance. System controller connection to lvad percutaneous lead is described in operating manual, section 8.3.9 system controller replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01842 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found that the lock of the percutaneous driveline connector on the system controller was broken. The driveline could be physically connected; however, the lock would not function so that the driveline could not be fixed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the release button of drive line lock got stuck and the lock could not be rotated. Epc controller was returned for evaluation. No further information was provided.